Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had software error bad pointer, impossible default case, parameter out of range. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports the pump error occur repeatedly. The customer was assisted with troubleshooting and the pump error did not clear. The insulin pump will not be returned for analysis.